Event description:
As reported, it appears the plastic piece of a 6/7f mynx control vascular closure device (vcd) was not supported as it entered into the hub of the sheath and the device did not deploy. The sealant was prematurely exposed during insertion into the sheath. Preliminary image review demonstrates the sealant sleeves are frayed. Hemostasis was achieved using another mynx device. The second device was used successfully. There were no reports of a patient injury. The user did not use the supportive technique while entering the device into the sheath. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was moderate vessel tortuosity. The stick location was the common femoral artery (cfa), and there was moderate presence of pvd/calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted to the sealant sleeves. There was no exposure of the sealant to bodily fluids. The device was removed from the package per IFU specifications. The device was not saved and therefore, the device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, it appears the plastic piece of a 6/7f mynx control vascular closure device (vcd) was not supported as it entered into the hub of the sheath and the device did not deploy. The sealant was prematurely exposed during insertion into the sheath. Preliminary image review demonstrates the sealant sleeves are frayed. Hemostasis was achieved using another mynx device. The second device was used successfully. There were no reports of a patient injury. The user did not use the supportive technique while entering the device into the sheath. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter, and there was moderate vessel tortuosity. The stick location was the common femoral artery (cfa), and there was moderate presence of pvd/calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position, and no damages were noted to the sealant sleeves. There was no exposure of the sealant to bodily fluids. The device was removed from the package per IFU specifications. A picture related to the reported failure was provided by the customer in event (B)(4). The image shows that the sealant sleeve assembly appears to be frayed, split, or torn. Additionally, blood is visible in this area, although it is not clear whether the sealant is exposed. The balloon is fully deflated, and blood is observed inside it. No other anomalies or issues with the product are visible in the attached picture. A review of the manufacturing documentation associated with lot f2435502 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant sleeves (cartridge assembly) frayed/split/torn¿ was observed through review of the image provided since it was evident that the sealant sleeves presented the frayed/split/torn condition. The reported event of ¿mynx control system deployment difficulty premature¿ was not observed through review of the image provided since it is not clear in the image if the sealant is exposed. Without the return of the device, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ the information available for review does not suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.